Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, causing the device to protrude superficially, resulting in discomfort and posing a potential risk of injury. Physician brought the patient into the operating room, explanted the existing ipg, capped the sensing lead, created a new pocket more inferiorly, implanted a newer ipg model that does not require a sensing lead, sutured, and closed. The revision surgery addressed the risk, and the issue is now resolved.